Event description:
It was reported via repair work order that the fowler weld was broken, exposing sharp edges no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.